Manufacturer narrative:
Pump received with cracked battery tube threads, cracked reservoir tube, missing reservoir tube o-ring and broken off reservoir tube lip. The reservoir tube lip broken off and test reservoir will not lock/click in place. Pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, prime/delivery test, excessive no delivery test, displacement test and rewind test. Unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Customer stated the reservoir chamber cracked and piece missing with o-ring was hanging out occurred when pump clip was removed from pants. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.